Manufacturer narrative:
The electrode pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The electrodes received no longer had the styrene liner attached, and they appeared to be used with some signs of arcing. There were foreign red marks on the adhesive. However, the electrode pads were able to detect rhythms appropriately without any impedance related messages. The electrode pads passed all testing and were able to detect rhythms and discharge appropriately. The device activity logs were not available for review as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator displayed an excessive impedance" message. Complainant indicated that the clinician obtained a second set of electrode pads and received an "excessive impedance" message. A third set of electrode pads were used to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.